Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2022-18673. It was reported that the patient was experiencing ineffective therapy due to lead migration as a result of trauma. Surgical intervention was undertaken in which the patient's percutaneous leads were explanted and replaced by a single paddle lead to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.